Event description:
The customer reported that following a system software upgrade, pt data was lost. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software work around for the reported issue.